Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: patient fracture was reduced with a pointed bone holding forceps. 1.1mm guidewire with trocar tip was inserted with the synthes electric pen drive through scaphoid fracture site. Screw and thread length determined with intraoperative imaging and direct measuring device. During pre-drilling with cannulated 2.0mm drill bit, the instrument broke into pieces as per attached device. The surgeon had attached on a handle and turned the drill bit through the bone. The pieces were removed from the bone with intraoperative imaging. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient identifier: (B)(6). The manufacturing documents were reviewed and no complaint related issues were found. The device was received. The microscopic view of the broken surface does not show any anomalies of materials structure, indicating material conformity as well. It is likely the tip broke off during a mechanical overloading situation. Various circumstances may led to the breakage such as exposing to extended lateral stress, contact with other metallic parts or blunt cutting edges. This device was manufactured and distributed in april 2009, the condition of the cutting blades before surgery is unknown. No product related fault could be detected.